Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 00801803604, item name: femoral head, lot #: 61758497, item number: unknown, item name: unknown stem, lot #: unknown, item number: unknown, item name: unknown cup, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01504.

Event description:
It was reported that patient underwent hip revision approximately seven years post-implantation due to metallosis. Head and liner were remove and replaced, liner was returned fractured. Attempts have been made and no further information is available.